Manufacturer narrative:
Patient weight has been requested, but not provided. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 27 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal (gi) bleeding and was transfused with 5 units of packed red blood cells (prbc) total. At time of bleeding, the patient¿s inr was supratherapeutic. No scopes were performed and the bleeding reportedly resolved. As of (B)(6) 2018, the patient was doing well with a stable hemoglobin and hematocrit. Additional information has been requested, but not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted to the hospital on (B)(6) 2018, with signs of weakness. An endoscopy performed on (B)(6) 2018 revealed two non-bleeding angiodysplastic lesions in the duodenum that were treated with argon plasma coagulation (apc). On (B)(6) 2018, a small bowel scope performed revealed a single recently bleeding angiodysplastic lesion in the duodenum that was treated with apc. On (B)(6) 2018, the patient was discharged. No additional information was provided.